Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported they were seeing the patient in office (appointment booked and coordinated by the office scheduler) this coming friday 2/13.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-02, additional information was received from a manufacturing representative. The rep stated that the device "acting up" was determined to be user error. The patient was trying to turn the device off by tapping the off button rather than sliding the toggle from on to off position. This is why the patient thought it kept ¿turning back on¿ but the patient was never successfully turning it off. The patient was educated on this. The patient was seen in office to interrogate their device. The impedance was checked and within range. The patient's battery level was low and thus the patient was booking a lead and battery replacement. The battery was to be replaced due to normal battery depletion. The lead was to be replaced to achieve full body MRI compatibility. The issue was considered resolved as there was no issue with the device. The patient denied any pain/further difficulty when seen. In regard to the "rattling around" that the patient described, the rep reported that the patient did not recall this issue. The patient only provided information concerning the difficulty they had turning the device off.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient reported that about 2 weeks ago, they received a call from the manufacturer and were told that since they had the insterstim placed in 2018, they would like to examine it. The patient stated that it kept turning on, it was rattling around on their hip, and it was acting up and painful, so they turned it off. The agent offered to walk them through connecting to the ins, but the patient declined until they had it checked. The agent documented reported events, and emailed the rep in the area to have their ins battery checked.